Manufacturer narrative:
A philips remote service engineer (rse) spoke with the onsite personnel to evaluate the device in question. The rse indicated during an evaluation of the system and a review of the system audit logs that the system desat red alarm with a check mark not. The rse explained that a checkmark beside the alarm message indicates that the alarm has been acknowledged. The rse also stated that if the condition that triggered the alarm is still present after the alarm has been acknowledged, the alarm message stays on the screen with a checkmark symbol beside it. Reporting address state (B)(6).

Event description:
Philips received a complaint on the intellivue mx800 patient monitor indicating the monitor did not generate an audible spo2 alarm. The device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.